Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion event, and troubleshooting indicated an issue with the infusion site. The patient resolved the issue by changing the soft cannula infusion set and resuming insulin. The patient noticed symptoms within 3 hours of insertion, and the site was inserted on the left/right hip. The patient regularly rotates site locations, and the site area was not impacted in any way. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. No further information available.